Event description:
Prior to a coronary stent procedure, stent damage occurred. After removal of the product mandrel, it was noted that some of the stent struts were flared. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "good".